Event description:
The rep is reporting that the surgeon performed an arthroscopic rotator cuff repair where the surgeon placed 2-5.0mm spiralok anchors medially and 3 bioknotless rc anchors laterally in a dual row rotator cuff repair. The pt was doing fine until about 7 months post-op when they were complaining of sharp pains originating in the shoulder. The surgeon performed a follow up surgery in 2007, in which the surgeon removed a head of the spiralok anchor that had broken off and was free floating inside of the joint space between the glenoid and humeral head. [See associated mdrs 12219634-2007-0041 and 1221934-2007-0042], some surface articular cartilage damage had occurred which was possibly, the rep reports, from the head of the anchor impinging between the glenoid and humeral head. The surgeon then positioned the scope into the subachromial space to find that 2 of the 3 bioknotless anchors had backed up to the point where he could remove them with an arthroscopic grasper. The rotator cuff repair itself seemed to be intact and a revision surgery wasn't required. The rep reports that the pt is currently remain intact.

Manufacturer narrative:
The complaint device is not being returned by the complaint facility, which precludes a physical eval. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. The complaint device is one of two batch numbers, 1372493 or 138266. Batch record reviews have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that both batches of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for these lots of 198 and 200 devices that were released to distribution. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. No further action is warranted at this time. If however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report.